Manufacturer narrative:
The evoke 12c percutaneous lead kit - 60cm was discarded and the evoke closed loop stimulator (cls) remains implanted. Impedance logs from the event were reviewed and confirmed the electrode disconnections. The root cause of pain at cls implant site and disconnected electrodes cannot be definitively determined. The evoke scs system surgical guide states ¿the risks associated with the implantation and use of a spinal cord stimulation system include persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result¿. Lead information: brand name: evoke 12c percutaneous lead kit - 60cm, model: 102368, catalog: 1008, lot/batch number: 101786-43, UDI: (B)(4), manufacture date: 10/30/2019, expiration date: 10/30/2020.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and inadequate pain relief. An impedance check was performed; disconnected electrodes were identified. A revision procedure was performed to resolve the reported event.